Manufacturer narrative:
Device evaluation: result - one actual used sample was returned for investigation. The sample showed that the cannula tip was outside of the safety mechanism. The square cover of the safety mechanism was returned to observe for abnormality. It was observed that the shark fin of the needle cap was not in between the cannula and v-clip before v-clip activation. Conclusion - bd was able to confirm the customer's indicated failure mode after evaluation of the returned sample. The root cause for this incident has been determined that during insertion of the v-clip into the needle cap, the tooling which does the insertion of the v-clip is leaning more to the cannula side. This has caused the v-clip to push the shark fin underneath the cannula. Corrective actions have been determined.

Manufacturer narrative:
Device evaluation: result - no actual sample was returned for evaluation but four photos were provided. All photos showed that the cannula tip was outside of the safety mechanism. A review of the device history record revealed no abnormalities during the manufacture of the reported lot 6112399. No abnormalities were observed after reviewing preventive maintenance, calibration and equipment. Conclusion - bd was able to confirm the customer's indicated failure mode. As no actual sample was returned for this complaint, an absolute root cause could not be determined.

Manufacturer narrative:
(B)(4). Section e, initial reporter phone(B)(6). Device evaluation: samples and photos of the device are available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that passive protection of the suspect device failed to activate and cover the needle tip. When the doctor went to dispose of the needle she held the tip up and with her pointer finger, pushed it down into the basket, resulting in a needle stick injury. The source patient is not known to have an infectious disease. Both the doctor and patient had lab work. It was noted that the doctor is training to become a specialist and "is not a 100% sure needle inserter".